Manufacturer narrative:
The product was returned. An evaluation of the device performance is anticipated but not yet begun. A review of the manufacturing records was not possible as a lot number was not provided. The patient's current status was reported to be good. (B)(4)

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that three months after a strata valve was implanted the patient returned to the hospital due to cognitive decline. The physician tried to adjust the valve, but could not get the valve to change settings. A shuntography showed that there was only distal flow upon manual pumping of the valve. The valve was revised for a delta valve on (B)(6) 2014.

Manufacturer narrative:
The valve was reported to be a strata nsc valve, regular; however, the returned valve was identified to be a strata 2 valve, regular. The valve was returned at pressure level 1.5 and was initially non-adjustable. However, after performing the patency test, the valve was able to be adjusted to all pressure levels within a single attempt. There was a small amount of proteinaceous debris in the interior of the valve. Debris within the valve may have temporarily interfered with the adjustment mechanism resulting in a non-adjustable valve. The returned valve was patent. It did not meet the requirements for leak, siphon, and reflux testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. It met the requirements for pressure-flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was reported to medtronic neurosurgery that the patient condition is good. Additional information regarding full name of physician and patient initials was received. (B)(4).